Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected shock impedances <20 ohms. There was inquiries on troubleshooting and explanting the lead. No adverse patient effects were reported.

Manufacturer narrative:
Requests were made for product return. Information suggest these products remain in-service. Should additional information become available, this event will be updated.

Manufacturer narrative:
The lead was surgically abandoned and the device was explanted for normal battery depletion.